Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Event description:
Healthcare professional reported right side possible rupture, cyst, "inflammatory process with fibrosis...giant cell reaction to silicone," and capsular contracture, baker grade unknown with pain, hardening and "morphologic alterations." The device has been explanted. Healthcare professional reported folds, calcifications, "blood droplets in the blood," and capsular contracture was baker grade IV.